Event description:
It was reported the duodenovideoscope, had the service jammed and a connector in the biopsy channel. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation: there was no problem detected, which means that either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.